Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt called concerning m31 cassette in cassette in drain 3 of treatment. Pt found fluid in the cycler when he opened the cassette door after treatment. Pt could not identify where the leak occurred. Pd nurse stated that pt went to the clinic on (B)(6) 2013 and had acquired peritonitis from the incident. Antibiotics were administered and the peritonitis was resolved. Pt was fine. Nurse also stated that pt was admitted in the hospital on (B)(6) 2013, to have the catheter removed due to recurrent peritonitis. Sample has not been returned to the manufacturer.

Manufacturer narrative:
Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations. This medwatch report is associated with MDR# 8030665-2013-00324.